Event description:
Through implant patient registry it was learned that a 29mm 6900ptfx mitral valve was explanted after an implant duration of 8 years, 3 months due to unknown reasons. The explanted valve was replaced with a 29mm 11400m valve. Patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 29mm 6900ptfx mitral valve was explanted after an implant duration of 8 years, 3 months due to degeneration with calcification secondary to stenosis. The explanted valve was replaced with a 29mm 11400m valve. Patient was in recovery post procedure. Pathology report of explanted mv resulted prosthetic valve with degenerative changes including dystrophic calcifications.

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 component code, device code(s), and type of investigation.

Manufacturer narrative:
H3: customer report of degeneration, calcification, and stenosis were confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the outflow aspect and 1mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. As received, leaflets had cuts of approximately 3mm x 10mm on leaflet 2, 14mm cut and 3mm x 12mm on leaflet 3. The cuts had a smooth and straight edge; a returned leaflet fragment match up with valve at leaflet 2. Sewing ring had multiple cuts around the valve. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Event description:
Through implant patient registry it was learned that a 29mm 6900ptfx mitral valve was explanted after an implant duration of 8 years, 3 months due to stenosis secondary to calcific degeneration. The explanted valve was replaced with a 29mm 11400m valve. Patient was in recovery post procedure. Pathology report of explanted mv resulted prosthetic valve with degenerative changes including dystrophic calcifications.